Event description:
Error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient's family member reported that the home patient's transfer set was connected to the homechoice set at the time of the alarm. The home patient's family member reported that the home patient used one patient extension line and connected it after the prime cycle which resulted in an incomplete prime. Baxter's technical service center assisted the home patient's family member in ending therapy. The home patient's family member reported that therapy was completed with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient's family member.